Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a amplatzer talisman pfo occluder 25-18mm was selected for an implant in a patient diagnosed with an atrial septal defect. During device preparation, the device was put on the table where it was reviewed and explained. Per IFU, the device was washed, purged, its' integrity was checked to ensure that it was well in the implantation cable with its connection verified. During the procedure, the device was not positioned securely in the defect and at the time of release, the device failed to release after multiple counterclockwise turns. The physician decided to retract and remove the device from the patient. It was observed and the decision was made to not implant the device due to difficulty releasing. The physician alleged that there was difficulties in the union with the release cable. Device was exchanged with a new 30-25mm amplatzer talisman pfo occluder, which was successfully implanted with no detachment without difficulties. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of difficulty in the "union" of delivery cable causing difficulty releasing the device was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Information from field indicated that a amplatzer talisman pfo occluder 25-18 mm was selected for an implant in a patient diagnosed with an atrial septal defect. Please note that per the instructions for use, "intended use: the amplatzer¿ talisman¿ pfo occluder is a percutaneous, transcatheter occlusion device intended to close a patent foramen ovale."

Event description:
It was reported that on (B)(6) 2023, a amplatzer talisman pfo occluder 25-18mm was selected for an implant in a patient diagnosed with an atrial septal defect. During device preparation, the device was put on the table where it was reviewed and explained. Per IFU, the device was washed, purged, its' integrity was checked to ensure that it was well in the implantation cable with its connection verified. During the procedure, the device was positioned securely in the defect and at the time of release, the device failed to release after multiple counterclockwise turns. The physician decided to retract and remove the device from the patient. It was observed and the decision was made to not implant the device due to difficulty releasing. The physician alleged that there was difficulties in the union with the release cable. Device was exchanged with a new 30-25mm amplatzer talisman pfo occluder, which was successfully implanted with no detachment without difficulties. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of difficulty in the "union" of delivery cable causing difficulty releasing the device was reported. The investigation confirmed the device met functional specifications when analyzed at abbott. One image and a video from field appeared to show an occluder device connected to the delivery cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Information from field indicated that a amplatzer talisman pfo occluder 25-18 mm was selected for an implant in a patient diagnosed with an atrial septal defect. Please note that per the instructions for use, "intended use: the amplatzer¿ talisman¿ pfo occluder is a percutaneous, transcatheter occlusion device intended to close a patent foramen ovale.